Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button was not functioning. No additional information provided.

Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.